Event description:
Per the audiologist report, this patient's device was not activated for 11 months following implantation due to severe skin flap healing problems. Once the device was to be activated, the patient could not hear. Imaging studies showed that the electrode array had migrated out of the cochlea. The surgeon planned to reposition the device.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.